Event description:
It was reported a pericardial effusion occurred. A left atrial appendage closure (laac) procedure was performed. A watchman fxd double curve access system (was) and a 27mm watchman flx pro laa closure device & delivery system (wds) was selected for use. A non-boston scientific (bsc) device was used to complete the transeptal puncture (tsp). The wds was advanced, deployed, and successfully implanted in the laa with only one (1) recapture required. There were no issues noted during the procedure and no effusion noted. The patient was transferred to recovery. While in recovery, the patient blood pressure dropped. A pericardial effusion was found on the right sided area. The physician suspected the use of the non-bsc tsp assist device as a contributing factor to the effusion. Pericardiocentesis was performed to treat the effusion. There were no further complications. It was further reported that the pericardial effusion required open cardiac surgery.

Manufacturer narrative:
H6: impact code f19 added.

Event description:
It was reported a pericardial effusion occurred. A left atrial appendage closure (laac) procedure was performed. A watchman fxd double curve access system (was) and a 27mm watchman flx pro laa closure device & delivery system (wds) was selected for use. A non-boston scientific (bsc) device was used to complete the transeptal puncture (tsp). The wds was advanced, deployed, and successfully implanted in the laa with only one (1) recapture required. There were no issues noted during the procedure and no effusion noted. The patient was transferred to recovery. While in recovery, the patient blood pressure dropped. A pericardial effusion was found on the right sided area. The physician suspected the use of the non-bsc tsp assist device as a contributing factor to the effusion. Pericardiocentesis was performed to treat the effusion. There were no further complications.